Event description:
End user states "on (B)(6) 2012, he went to cross the street and the left rear wheel fell off after moving about 5 steps from the sidewalk." No injury alleged

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model pronto m51, serial number/date code is unknown. The owner's manual part number 1125085, was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is (B)(6). The consumers medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.